Event description:
It was reported that the patient displayed evidence of metal debris on the trunion and black debris in the head where the trunion fits. It was reported that there was scratching of the liner, but no rim-wear. It was reported that the initial surgery left angle with 40 degree antroversion. It was reported that the patient had poor bone growth in the cup. It was reported that the patient was given a revision surgery as a result.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown stem. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The patient is 170 centimeters in height. An event regarding loosening involving a trident shell was reported. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that the patient displayed evidence of metal debris on the trunnion and black debris in the head where the trunnion fits. It was reported that there was scratching of the liner, but no rim-wear. It was reported that the initial surgery left angle with 40 degree antroversion. It was reported that the patient had poor bone growth in the cup. It was reported that the patient was given a revision surgery as a result.